Manufacturer narrative:
The device was returned to the MFR for eval. The complaint of the device displaying error 120e was not confirmed; however, the eval determined that failure of the device's printed circuit assembly (pca) resulted in a thermal void to the top enclosure of the device. The damage to the enclosure was proximal to a thermally damaged portion of the pca which contains the motor driving circuitry. Evidence of fluid ingress, consistent with the precipitate resulting from tap water evaporation, was observed on the therapy pca. The MFR completed their investigation of the reported complaint and has concluded the failure mode is caused by the presence of conductive fluid, most likely tap water, at the location of the motor driving, field effect transistors (fet) on the device's therapy pca. Conductive fluid in this location can, in some cases, allow electrical current flow between the pins and components of the motor driving circuit, causing the controlling transistor to continuously power one or more of the motor-driving fets. Continuous power to the motor-driving fets can cause and increase in component heat which cannot be dissipated effectively through the component's heat sink. The increased heat can cause deformation and, potentially, voids in the device. Method: (review of complaint database) enclosure. The mineral deposits and residue on the device pca and internal housing exhibited characteristics supporting a conclusion that tap water ingress of the device had occurred and contributed to the failure. The cause(s) and path of the fluid ingress could not be determined; however, the product's labeling provides user care and handling instructions to prevent water ingress from occurring or affecting the operation of the device should it inadvertently occur (m series user manual heated humidifier, version 01, part number (B)(4), page 4, section: warnings and cautions). The MFR concludes the water ingress and subsequent product failure were caused and or contributed to by a failure of the product user to apply the MFR's care and handling instructions when using the device. Product labeling also instructs the user to use only distilled water in the humidifier tank (m series user manual heater humidifier, version 01, part number 1040469, page 10, section: daily use); however, the presence of the mineral deposits within the device's housing indicates that tap or other sources, non-distilled water was used with the device repeatedly, contrary to product labeling, and subsequently contributed to the product failure. Eval of the risk to users resulting from the adulteration of the device's air way included an assessment of the device's air path. The device's pt air path, which is isolated from the electronics compartment, was found to be non-compromised and is concluded to have been effective in mitigating any risk to the product user that may have resulted from the device's pt air path being compromised. Eval of the risk to users associated with fire hazard included an assessment of the effectiveness in the device's design in mitigating this hazard. The device's housing, made of non-flammable materials conforming to (B)(4) standards, was concluded to have been effective in containing and resisting any substantial thermal involvement associated with the device's pca failure. The bipap device is cleared for and intended to treat obstructive sleep apnea in spontaneously breathing pts weighing more than (B)(6). The loss of ibpap therapy does not represent a significant risk of harm to the intended user population. Complaint records for the affected device were reviewed to determine if the issue identified in this report had previously occurred and resulted in an adverse event. The complaint records reviewed were recorded from (B)(6) 2006 (the date the affected device was released for distribution) to (B)(6) 2010. The review determined that no reports or allegations of adverse events associated with this issue had been previously reported. Based on the investigation and these findings, the MFR concludes that no further action is appropriate.

Event description:
A (B)(6) reported that a bilevel positive airway pressure device (bipap) was giving error code 120e. There was no report of injury or harm.